Event description:
Reporter stated that pt obtained blood glucose results ranging from 3.9 mmol/l - 18.7 mmol/l, over the course of 15 mins, while using the aviva system. An additional series of tests was reportedly performed, over a 15 min period, with results of 18.7 mmol/l, 8.7 mmol/l, 16.6 mmol/l, and 6.5 mmol/l. Reporter did not indicate if pt modified therapy based on these values. No adverse event was reported. Quality control testing was reportedly performed on the aviva system. The level 1 control test fell outside of the acceptable range; the level 2 control test fell within the acceptable range. The MFR requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
The event occurred in another country.